Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following : three views of the left hip demonstrated asymmetric position of the femoral head within the acetabular cup consistent with poly wear. No other issues were identified. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04509.

Event description:
It was reported that the patient has been indicated for a revision procedure due to poly wear. Attempts have been made and additional information on the reported event is unavailable at this time.